Event description:
On (B)(6) 2011, it was reported that the patient had been in the hospital five times in the past year. Additional information received reported that the patient's symptoms had worsened in the past year, and the patient experienced a loss of therapeutic effect leading to severe gastroparesis. There was no known accident or incident related to the complaint. The patient had been admitted to the hospital three times in the past week and was unable to leave due to the severity of her symptoms. It was later reported that the patient was in the hospital due to pain, and not nausea. The patient's nausea went away on (B)(6) 2011. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 435135, lot# nht001970n, implanted: (B)(6) 2004, explanted: unk; lead: model 435135, lot# nht001972n, implanted: (B)(6) 2004, explanted: unk